Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the patient underwent the intramedullary nail fixation surgery with the mhn for the fracture of the proximal humerus. When the surgeon inserted the locking screw through the protection sleeve, the screw head did not penetrate the protection sleeve. When the surgeon pulled out the protection sleeve to check how far the screw had gone, the locking screw and the protection sleeve came out. It was confirmed that the screw head interfered with the tip of the protection sleeve many times, and the tip of the protection sleeve was slightly squashed inward. The surgeon used another protection sleeve to insert the locking screw. Procedure was completed successfully with thirty(30) minutes of surgical delay. This report is for one (1) drillsl 8/4.2 f/03.010.063. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Lot: 8326173. Manufacturing site: hägendorf. Release to warehouse date: april 04, 2013. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that drillsl 8/4.2 f/03.010.063 was observed quashed inward (bent) at the tip of sleeve. A dimensional inspection for the drillsl 8/4.2 f/03.010.063 was unable to be performed due to post manufacturing damaged. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the drillsl 8/4.2 f/03.010.063 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: 04.2 mm drill sleeve ngn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.